Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 29/jul/2019 stating pentax medical video duodenoscope model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded 3 colony forming units (cfu) comprised of the following 3 isolates: 1 - positive rods - bacillus cereus; 2 - positive rods - bacillus simplex; 3 - negative coccobacilli - pseudomonas oryzihabitans/psychrotolerans. Study number (B)(4). The loaner duodenoscope was received by pentax medical for evaluation on 01/aug/2019. The loaner duodenoscope was inspected by pentax medical service on 14/aug/2019. Inspection findings included the following: primary operation channel resistance; distal tip annual maintenance; passed wet leak test; passed dry leak test; ce marking seal faded/worn out. The loaner duodenoscope is currently undergoing repairs.